Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04mar2019. The customer replaced the flow sensor assembly and the issue was resolved. The customer reported that all readings were within specifications.

Event description:
It was reported that the unit failed air flow testing. When flow was set to 120 liters per minute (lpm), the device read between 141 and 142 lpm. There was no patient involvement. The event date was not specified; estimate used.